Event description:
It was reported that the hub color of the bd® quincke spinal needle was yellow instead of orange. This occurred with 10 spinal needles each in lots 2212020, 2301012, and 2209035. The following information was provided by the initial reporter: "colour of spinal needle 25g is orange and customer complaint is the colour which they received is yellow . Doctor feels its a not bd product and if we have changed the colour customer should be updated on the same at advance.it feels its an altered product".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-oct-2023. H6: investigation summary. Both photos and physical samples were provided to our quality team for investigation. The photos provided display lots 2212020 and 2301012 which has a lighter orange hub color and lot 2209035 which is a deeper orange color hub. Based on our visual inspection, the hub is observed to be the correct color for each lot. A device history review was performed for lot 2212020, 2301012, and 2209035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. A change of the needle hub color was implemented and approved in september 2022 for 25g needles to comply with iso 6009, changing the color from a more vibrant orange to be lighter as seen in the photos and samples provided. Based on the sample evaluation and our quality team's investigation, no defect was observed on the product as the change in hub color was approved and implemented after the manufacturing of lot 2209035 and before manufacturing of lot 2212020 and 2301012. H3 other text : see h10.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued (B)(6) 2016, reference section 2.15). Bd notified FDA of this decision on (B)(6) 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on (B)(6) 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: spinal/epidural needles&trays. Device failure: needle hub color incorrect.

Event description:
No additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2212020, d.4. Medical device expiration date: 30-nov-2027, h.4. Device manufacture date: 27-dec-2022. D.4. Medical device lot #: 2301012, d.4. Medical device expiration date: 31-dec-2027, h.4. Device manufacture date: 19-jan-2023. D.4. Medical device lot #: 2209035, d.4. Medical device expiration date: 31-aug-2027, h.4. Device manufacture date: 28-sep-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub color of the bd® quincke spinal needle was yellow instead of orange. This occurred with 10 spinal needles each in lots 2212020, 2301012, and 2209035. The following information was provided by the initial reporter: "colour of spinal needle 25g is orange and customer complaint is the colour which they received is yellow . Doctor feels its a not bd product and if we have changed the colour customer should be updated on the same at advance.it feels its an altered product".